Event description:
Received a case baxter evacuated container - 150ml size 1a8501 and on the hanger part there is a mosquito embedded in the plastic hanger. This had to be during the manufacturing of the product as the mosquito is well preserved in the plastic. Dates of use: 2008. Diagnosis or reason for use: uses these container to prepare ativan drips.